Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used on a blood vessel model. When the device was attempted to be withdrawn with a 45-degree angle, however, the device could not be withdrawn due to high resistance and the anchor came out the vessel. Water was applied to the device much, however the collagen sponge was not penetrated with water. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There were no other devices or equipment used with the reported product.

Event description:
The user facility reported that the angio-seal device was used on a blood vessel model. The device was attempted to be withdrawn with a 45-degree angle, however, the device could not be withdrawn due to high resisstance and the anchor came out of the vessel. Water was applied tot he device, however the collagen sponge was not penetrated with water. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction in section b5 as invalid information was initially reported, to update section d9, to update section h3, and to provide the completed investigation results. One used 6f angio-seal vip was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath along with the header bag. No other accessory components were returned. Visual inspection revealed that it was noted that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve of the device was in the full rear lock position with color bands exposed. The anchor and collagen were found dangling at the distal tip of the hemostasis sheath. An unknown sheath tubing was found over the outer surface of the hemostasis sheath. No other visual anomalies were noted with the returned components. Functional testing was performed. Digital force was then applied to the anchor and the tamping mechanism deployed as intended. The collagen was tamped, and the black marker was visible. There were no functional anomalies noted with the device. A few drops of water were added to the collagen and it was able to absorb the water. Based on the state of the returned device, the complaint could be confirmed for partial-deployment pullout as the anchor and collagen were deployed properly. From the returned device, it is unclear why there was unusual resistance and why the device did not deploy as there were no functional and visual anomalies noted with deployment of the device. The exact cause of the event cannot be determined but the failure can happen if deployed in a vessel greater than 8fr size. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.